Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing found the axiem emitter showed no green line. The emitter was replaced and the issue was resolved. The emitter was returned for analysis. Analysis found the complaint was confirmed. The emitter and axiem box had a communication error when the field generator was connected to the axiem box. The em interface showed a fault on coil 5. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the emitter was not working. The issue was not resolved after restarting the system several times. No patient harm was reported.